Event description:
Potential blood leak concern while patient getting dialyzed. Event did not reach the patient. During evaluation of dialysis unit, dialyzer observed as defective or damaged. Unable to verify if dialyzer was damaged prior to use.